Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent moved from the balloon but did not detach outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
H6 device codes: difficult to advance has been added. Device evaluated by MFR.: synergy xd 2.75/24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues.a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device was loaded and tracked over a 0.014'' guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent moved from the balloon but did not detach outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that resistance was encountered during advancing the device.

Event description:
It was reported that stent moved on balloon occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent moved from the balloon but did not detach outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that resistance was encountered during advancing the device.

Manufacturer narrative:
H6 device codes: difficult to advance has been added.